Event description:
Event description cpi received information that the rate sensing portion of this endotak lead was capped, abandoned, and replaced with an independent rate sensing lead because of oversensing.